Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on (B)(6) 2025, protect study patient experienced ¿acute blood loss anemia.¿ event onset is 18aug2019 and event end date is11nov2019. The event is recorded as unlikely related to the amds device and unlikely related to the amds procedure. No pre-existing conditions caused or contributed to the event. Treatment for the event was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2019.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. According to the initial report received via email on (B)(6) 2025, protect study patient experienced ¿acute blood loss anemia.¿ event onset is (B)(6) 2019 and event end date is (B)(6) 2019. The event is recorded as unlikely related to the amds device and unlikely related to the amds procedure. No pre-existing conditions caused or contributed to the event. Treatment for the event was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2019. This investigation is relegated to amds 40-40, lot number c2458560a with the allegation that the device is possibly related to the patient experiencing acute blood loss anemia. Additional information received 03/27/2025: sae#6 (acute blood loss anemia): patient comorbidities: pre-operative malperfusion of right kidney and right arm. CT images: yes, ptd-CT from (B)(6) 2019 is available. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-40, lot c2458560a (finished goods) and c2458498b (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 (study team first became aware on 19may2023) associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient had an amds 40-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2019 at(B)(6). The responsible investigator for the amds study is prof. (B)(6). Adverse event # 6 reported as a sternotomy related event detailed as ¿bleeding; acute blood loss anemia¿, with an onset date of 18aug2019 (post-op) with an end date of (B)(6) 2019. The event was deemed ¿unlikely¿ related to the amds device and implant procedure. No pre-existing condition or acute disease caused or contributed to the event. The event led to the following serious adverse event: life-threatening illness or injury and medical or surgical intervention to prevent permanent impairment of a body structure or function. The patient was already hospitalized, with a discharge date of (B)(6) 2019. Medical treatment was provided, and the event outcome was documented as ¿resolved¿. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional information from the patient¿s discharge notes revealed secondary diagnosis of arterial hypertension, obesity (bmi 37.42) and liver cyst in segment vi. The CT images were provided by the protect study team. The CT images were reviewed on (B)(6) 2025 with ¿no significant findings¿. The reviewer noted the following: ¿no endoleaks or similar visible, which could indicate bleeding. Furthermore, no bleeding is visible. No abnormalities on amds¿. The reviewer agreed with the complaint description. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. However, the investigator stated the event is unlikely related to the device and procedure. Of note ¿hemorrhage/bleeding¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.